Manufacturer narrative:
The field service rep did not determine a cause and noted he replaced the sodium electrode, and adjusted the mix and dry. He ran ise performance checks, multiple calibrations and qc to verify the analyzer performance.

Event description:
The user rec'd low sodium results for several weeks and noticed issues with anion gap results. Results were provided for 16 pt samples. Of the data provided, 2 sample results were found to be discrepant. The user stated prior to (B) (6) 2009, they did not experience any pt discrepancies. Sample 1 initial result was 132 mmol per l, repeat result was 138 mmol per l. Sample 2 initial result was 131 mmol per l, repeat result was 138 mmol per l. The original results were not reported and there was no adverse effect on the any pt.